Event description:
The patient had a deep vein thrombosis and pulmonary embolism, despite (B)(6) therapy. The patient had a newly placed pacemaker with wires. The patient had bilateral groin infections. Approach was from the right jugular. The filter stent became entangled on a wire from the pacemaker, likely from a crack/defect in the sheath. The filter came out of the sheath in attempts to remove the sheath. Multiple attempts made to snare the filter from the neck and groin approach were unsuccessful. The filter was surgically removed from the right atrium on (B)(4) 2011.